Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the implant coil partially attached to the pusher. The implant coil was observed to be broken just distal to the proximal tie knot location, between the knots of monofilament and the pet thread. The proximal tie knot was still intact, and the monofilament held the implant to the pusher with adequate tension. The broken section of the implant was investigated, and found that the pet stretch resistant thread was still knotted and holding onto the adhesive carried partly from the proximal tie knot area. The black pet covering the heater coil did not show any evidence of thermal damage. Results of the product evaluation confirmed the complaint. The force exerted during advancement/positioning in the microcatheter, with no evidence of thermal damage, is consistent with the coil being subjected to force exceeding its tensile strength.

Event description:
It was reported that during a coil embolization treatment, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed in their entirety. There was no reported intervention or patient injury. The patient's current status is reported to be "fine."